Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of an unknown access set had an issue with attaching to an unknown syringe. Patient involvement and the step of setup or therapy during which this occurred were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.